Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer uses cold insulin to load cartridges. Customer¿s blood glucose was 256mg/dl. Reportedly, the customer would reload the cartridge or load a new cartridge to resolve the issue.